Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported in october 2011 they had a lead revision and that the generator replaced. It was placed in (B)(6) 2011 and changed to octad lead and they had to move that and tried to put in ultra in (B)(6) 2011. It was sucking battery and was not powerful enough. The lead was moved and a restore was placed. No patient symptoms were reported. The indication for implant was complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.